Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead.

Event description:
The trial patient reported that she had a sudden-sharp pain on and off in the area where the lead wire was going into her skin. She lowered the stimulation and was still able to feel the pain on and off. This pain began the afternoon of (B)(6) 2016. She suspected the lead might have moved. The patient noted that she could still feel the device was working. She call her healthcare provider (hcp) and was waiting to hear back. The patient's indication(s) for use were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.